Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown mrh femur. It was noted that the device is not available for evaluation as it remains in patient control. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the sales rep was made aware of the revision that occurred (B)(6) 2014, there was an mrh revision of the left hip due to femoral stem broken. Additional explant: unknown stem.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a broken stem involving a mrh femur was reported. Conclusion: it was reported there was a revision of the left hip due to femoral stem broken. No allegations were made regarding the mrh femur. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that the sales rep was made aware of the revision that occurred (B)(6) 2014, there was an mrh revision of the left hip due to femoral stem broken. Additional explant: unknown stem.